Manufacturer narrative:
Other, other text: device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no signs of external damage. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process, checked and tested the force sensor were performed. The customer reported issue was confirmed. According to the investigation, force sensor test count found at power was at 0 (should be in 30's) and values were 0= -1.06 lb, 5= 3.55 lb, 15= 14.50 lb. According to the investigation the reported problem was caused by force sensor was being out of calibration because of normal calibration drift. Investigator recalibrated the device force sensor and cleared the alarm. Investigator also replaced the pump force sensor as a preventative measure. Performed power up process, calibration, pm, and all functional testing passed. The problem source of the reported problem is normal wear.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited force sensor error. No adverse effects were reported.